Event description:
It was reported that during preparation for a stenting procedure, a malfunction of the cord occurred. The physician was preparing a ultraflex esophageal stent, it was noted that the cord to open the stent did not work and the ends frayed. There was no patient involvement.

Manufacturer narrative:
Visual examination found that the stent was fully crocheted on to the device with only the distal stent loops exposed. It appeared that several loops had been pulled from the suture thread, the largest occurring at 30mm from where it was releasing from the stent. It was also noted that the catheter shaft was severely kinked. Product analysis confirmed that it was possible to deploy the stent from the returned device however some restriction and bending of the shaft was noted. Visual examination found that several loops of the suture thread had been pulled, the largest occurring at 30mm from where it was releasing from the stent. This may have occurred during deployment of the stent. No issues were noted with the stent that would have contributed to the complaint reported. As part of our manufacturing processes all units are 100% visually inspected for any possible damages. In addition a 100% inspection is carried out on all units to detect any loose loops or visible loose thread, another inspection is also done to detect the braided thread for knots, frays and blemishes along its length. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. Analysis of the returned device could not identify any issue with the actual device that would have contributed to the complaint reported.